Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a saline mentor breast implant of unknown type and suffered from deflation on an unknown side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on the right side and with mentor memorygel breast implant 325cc on the left side on (B)(6) 2020.